Event description:
The company was informed that the pt's implant site got infected after wearing spring-loaded glasses. The pt's electrode array extruded from the skin flap. The pt's flap was cleaned and revised. The pt was prescribed a 6 weeks course of antibiotics (type unk). Advanced bionics is currently in the process of gathering add'l info. When new info becomes available a f/u report will be sent.